Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this investigation is based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. Upon receipt, the ICD was interrogated, revealing the battery status mol2. The ICD was implanted for 73 months and 166 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was confirmed in the right ventricular channel, which led to multiple charging cycles and shock deliveries. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. However, the integrity of the lead cannot be assured. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Next, the ICD response to a magnet application was tested and the ICD functioned as expected. The clinical observation could not be reproduced. Therefore, it is reasonable to assume that the use of the non biotronik magnet, as mentioned in the complaint description, may have led to the clinical observation. The manufacturing process for the lead and the ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the memory content, as well as the therapeutic functionality of the ICD, were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the analysis, damage to the lead cannot be excluded.

Event description:
After an implantation period of approx. 73 months, oversensing with inappropriate therapies on the rv channel was reported.